Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing a guidewire through a microintroducer is confirmed but the exact cause could not be determined. One 3.5 fr x 5.0 cm microez microintroducer and one 0.018 in. Stainless steel guidewire in its plastic hoop was returned for evaluation. Initial observations of the returned guidewire and microintroducer revealed some slight kinks towards the distal end of the guidewire. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the microintroducer would not slide over the distal end of the guidewire. An attempt to slide the complainant microintroducer over a non-complainant guidewire revealed the microintroducer would slide over the non-complainant guidewire. A microscopic observation revealed some misaligned coils at the kinks of the guidewire. Because misaligned coils were observed towards the end of the guidewire, the complaint of difficulty passing a microintroducer over a guidewire is confirmed, but due to observed use residues along the returned products the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the guide wire could not pass through the introducer sheath so that a new kit of seldinger was used. 2/14/2024 - during evaluation, the returned guidewire was found to have misaligned coils and kinks at the distal end.